Manufacturer narrative:
Section d10: concomitant products (B)(6) - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) - 315-35-00 - glnd kwire (B)(6) - 320-01-36 - 36mm glenosphere (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) - 320-15-05 - eq rev locking screw (B)(6) - 320-20-00 - eq reverse torque defining screw kit (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm s478505 - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm s119200 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm s442308 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) - 320-36-00 - 36mm humeral liner +0 unconstrained (B)(6) - 321-52-07 - 3.2mm drill bit sterile additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 75 y/o female patient's left shoulder was revised approximately 3 months post op due to infection. Reverse implants were removed and exchanged into a hemi plus cement plug in glenoid. Patient was last known to be in stable condition following the event. There was no breakage of device or surgical delay/prolongation. The devices are not available for evaluation due to they were discarded at the hospital. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. *the following sections have corrected information: (h6) type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d, h6. Section d: please disregard all product information. H6: type of investigation.